Manufacturer narrative:
The images were reviewed and show a frayed cable at the distal end. The instrument involved in this complaint has not been received for failure analysis as of the date of this report. If the product is received and evaluated, a supplemental report will be submitted. .

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.